Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00907375 case subject: npi error code 600.6835 on 8015 4.7 unit account name: banner ironwood medical center account #: 10062036 asset name: 8015bd pcu n. America v9.33.1.2 a/b/g/n asset location: contact: mike romito contact email: contact phone: (480) 321 4172 contact mobile: patient or user involvement: no patient or user harm: no case description: tech called in for help on 8015 4.7 unit serial # (B)(4). Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: tech called in for help on 8015 4.7 unit get a error code 600.6835, first I explain to tech. The smaller 8015 unit are no longer being support became eol on 01/01/2019, I will help you as a courstey the error code has to do with the network on unit if you guys are wireless you need to transfer network config back onto unit. Tech thank me for my assist.